Event description:
Three patients had discrepancy of date of exam. Correct worklist, but incorrect on recorded exams. Determined that the operating system had crashed rendering the system unusable. Manufacturer's technician completed a "load from cold" procedure and reloaded the operating system and applications including patch software. Restored customer settings and protocols from saved disks and tested systems functionality. Also confirmed that time/date was correct for recorded test exams. System passed all function tests and is ready for use. We have not had this kind of problem/event in the past.